Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there were repeated attempts to place the lead in the left bundle branch. The lead dislodged easily from the placement and the lead was difficult to affix properly. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.